Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing. The right ventricular lead exhibited undersensing and high capture threshold. The left ventricular lead exhibited high capture threshold. Chest x-ray was performed on an unknown date and revealed both leads have been dislodged. A system revision was scheduled on an unknown date. The patient was stable throughout the event.